Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 543 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include vomiting, nausea, headache, back pain and side pain. The patient reports administering boluses to lower their blood glucose level but their blood glucose level had not changed. The patient reports the pods cannula was bent. Once at the hospital the patient was treated with intravenous fluids as well as insulin. In addition the patient was treated with zofran and tylenol. The patient was at the hospital for 7 hours.